Manufacturer narrative:
Location phone: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00v +20.0 diopter intraocular lens, was implanted in the patient's eye on (B)(6) 2018. Reportedly, one day post-op the visual acuity (va) examination showed an unexpected refraction and 1 week later, it was shifted to hyperopia near +4.0 diopter. The lens was explanted on (B)(6) 2018 and replaced with a competitor lens (+19.5 diopter). Post exchange the patient's va was 1.0 (20/20). No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/07/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in a plastic bag. The pcb00v device was not returned, only the lens was received inside a sample container. Visual inspection was performed: no damaged/defect was observed on lens that could be related to the manufacturing process. The lens was measured on miq (measuring intraocular lens quality) equipment as required by the customer and it measured as 14.08 diopter (d). However, the miq results for the lens serial number (B)(4) obtained during manufacturing corresponds to a 20.0 diopter lens. The line clearances prior the manufacturing of the product associated to the production order were reviewed and found documented as completed and verified on the system applications product (sap). Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.